Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the complaint for burnt teflon pad. The teflon pad was charred and partially separated from the jaw, exposing metal underneath the pad. The reported short circuit errors were not duplicated in evaluation testing. Based on similar reports, a potential cause for the damage to the teflon pad is operator¿s technique. The device instruction manual contains several warning statements to prevent thermal and mechanical damage to the teflon pad: ¿do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿ ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects¿. And ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue or twisting the handle.¿ as a preventive measure in the event of device malfunction, the instruction manual also recommends that a spare device be available during the procedure.

Event description:
Two (2) of 2. Olympus was informed that in the middle of an unknown therapeutic procedure, while the device was performing seal and cut, the teflon pad burned. The device also generated short circuit errors. There was no reported patient injury or device fragment fallen into the patient. The procedure was completed with another similar device.